Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 5.0-40, 80 wanda balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.